Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation that rubbed blood out of her. Rash was all over her body where the lifevest touched her. Patient mentioned having pre-existing conditions that the lifevest may have exacerbated. Patient did not seek medication attention for the irritation specifically related to the lifevest but had sought medical attention for her condition in the past. Follow-up attempts were unsuccessful and the outcome of the irritation is not known.